Event description:
The customer reported that the unit is delivering an impedance of 25%.

Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was duplicated. The symptom was resolved by replacing the power pca.